Event description:
It was reported that the patient presented to the emergency room due to a pocket infection. Vegetation on the right ventricle (rv) lead, right atrial (ra) lead, and left ventricle (lv) lead was visualized with a transesophageal echocardiogram. The physician explanted the system, including the implantable cardioverter defibrillator (ICD), rv lead, ra lead, and lv lead. There is no allegation that any procedure involving the system contributed to or caused the infection.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.